Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: d4, d10, g4, g7, h2, h3, h4, h6, and h10. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. It is also noted that the IFU states, "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.". Issue was resolved over the phone.

Manufacturer narrative:
An olympus engineer contacted the customer to troubleshoot the device issue. To resolve the e309 clv connection error, the customer had to remove and reconnect the digital light source cable maj-1933. After the reconnections, the customer confirmed that he could add comments and the error cleared. To resolve the bright issue, the customer disconnected and reconnected the light control cable maj-1941. After sometime of using the tower, the customer confirmed that there have been no further brightness complaints since the connection for the auto brightness function was restored. The reported event was confirmed. The most likely cause of the reported event was due to poor connection of the components.

Event description:
Olympus received a complaint from the user facility stating that they are unable to enter comments into the patient information and have been getting a e309 clv connection error. Additionally, they are having brightness issues. There was no patient impact.